Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturer report number: 3006705815-2019-03978. It was reported that during the patient's trial implant procedure, the physician was unable to advance the leads to the desired location due to scar tissue. As a result, the procedure was abandoned.